Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. Lesion #1 was a de-novo lesion located in the distal left anterior descending (lad) artery with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 20 mm ion stent, with 0% residual stenosis. Lesion 2 was a de-novo lesion located in the mid lad with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 16 mm ion stent with 0% residual stenosis. Lesion 3 was a de-novo lesion located in the 2nd obtuse marginal with 85% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 28 mm ion stent, with 10% residual stenosis. Additionally 85% stenosis located in the 1st obtuse marginal has been treated with luge wire and non-bsc balloon with 25% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized and a stress test was performed which revealed abnormal results. The patient was referred for cardiac catheterization which revealed restenosis. The 75% proximal edge restenosis of previously placed study stent located in mid lad was treated with balloon angioplasty and placement of 3.00mm x 33 mm non bsc drug eluting stent with 5% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on clopidogrel.